Event description:
Reporter alleged blood glucose readings were erratic with results of 132, 210, and 102 mg/dl when all tests were performed within 10 mins of each other back to back. It was stated no actions were taken or treatment rec'd reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.